Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4, enlarged atrium, restricted posterior mitral leaflet (pml), thin leaflets, short leaflets, and tethered pml. A mitraclip xtw was implanted without issues. A mitraclip nt was inserted, and grasping was performed. However, difficulties grasping the leaflet occurred due to the tethered pml. The clip was ultimately implanted. The procedure was completed with two clips implanted, reducing the mr to a grade of 2. The pressure gradient was at 5.9mmhg. On (B)(6) 2024, the patient returned to the hospital with shortness of breath. An echocardiogram was performed and revealed that the mitraclip nt had partially detached from the pml, causing the mr to increase to a grade of 3-4 and an increase in pressure gradient of 8mmhg. The patient did not experience any adverse effects due to the increase in pressure gradient.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported migration (partial clip movement) per the physician is due to thin, short and extremely tethered leaflets and is therefore related to patient conditions. Additionally, the reported difficult or delayed positioning associated with challenging leaflet grasping per the account is due to pml leaflet restriction (patient conditions). The reported mitral stenosis and mitral regurgitation resulting in dyspnea appear to be due to the migration. Mitral regurgitation, mitral stenosis and dyspnea are known possible complications associated with mitraclip procedures. Hospitalization was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. Imaging review: three (3) photographs of an echocardiography monitor were provided. The first image (titled "nt stable procedural echo (B)(6) 2024") shows three different echo views presumably taken during the procedure on (B)(6) 2024. A 3d en face view of the mitral valve is displayed on the right side in which two deployed clips can be visualized with noted tissue bridges indicating both clips are secured to both leaflets. On the bottom left of the image is an lvot view of the valve. The lvot view captures the anterior-posterior cross-section of the valve (short axis); the echo view bisects a clip grasped on the valve (cross-section through the clip arm plane) and will only show one clip at a time. Presumably, the lvot view shows the reported nt clip which appears to be secured on to both leaflets and the clip arms roughly perpendicular to the valve plane which aligns with positioning steps per the instructions for use. The second image (titled "nt slda (B)(6) 2024 - sl (2)") and third image (titled "nt slda (B)(6) 2024 - sl (3)") capture similar echo views, presumably taken post procedure on (B)(6) 2024 in which the observed partial detachment was observed. Both images display an lvot view in which the reported nt clip is positioned abnormally on the valve and angulated relative to the valve plane, with the clip arms "tilting" away from the posterior leaflet. Comparatively, there is an evident change in the clip position on the valve between the procedural image taken (B)(6) 2024 and the follow up images. This is indicative of clip movement on the leaflet. However, there is no visible gap / separation observed between the posterior clip arm and the posterior leaflet in the lvot views. Depending on when the image was taken during the cardiac cycle, an slda might not be readily evident in still images; therefore, an slda cannot be confirmed based on the images provided. However, the change in position of the reported clip on the valve, as observed in the follow up images provided, is evidence of a partial posterior leaflet detachment (clip movement on the leaflet). There are no other observations based on the images provided.